Event description:
It was reported that the 6800 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu was replaced. The cmos was reset and the monitor settings were adjusted during the service call. The system was tested and found to be working as intended and put back into service.